Event description:
While the surgeon was using the stapler, the tip of the stapler bent and was unable to straighten. Stapler had successfully sealed what was required, no harm to patient. Vendor was notified, replacement sent and defective item sent back in return box from manufacturer.